Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result and the instrument passed the electrical continuity test. No signs of thermal damage was observed. The root cause of this failure was attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n102005250206) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 6 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to be broken. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.